Event description:
It was reported that after implant, during interrogation, the device noted noise on electrogram. There was concern that it may have caused inhibition of pacing. The noise was described as "electrical not unlike transcutaneous electrical nerve stimulation (tens) might cause." The noise ceased when the pulse oximetry was removed from the patient's finger. Later during interrogation in the patient's room, the noise was gone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.